Event description:
Boston scientific received information that this chronic lv lead was tested during the device replacement procedure, with good lead measurements observed. After the pocket was closed, the lv lead was tested again and it was noted that the pacing threshold measurements had increased to 7.5v. An x-ray was performed, which revealed the lv lead tip had migrated approximately one centimeter from the original position. The device was reprogrammed to rv only pacing and the procedure was completed. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains implanted, but abandoned electrically. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.